Manufacturer narrative:
After use of a 6-7f mynx control device for vascular closure (vcd), the patient had a pseudoaneurysm following deployment of the device. It was treated with thrombin injection. The patient's hospitalization was not extended and patient outcome was recovered. The device was used after a diagnostic coronary procedure. A 6f competitor¿s sheath was used in the procedure. The user's training status was "in-training." The vessel type was femoral arterial was the vessel size was 8mm. There were no multiple stick punctures and no multiple sheath exchanges. The patient developed a pseudoaneurysm that night or next morning. Physician stated that everything seemed fine immediately after deployment. The femoral artery¿s suitability was verified on angiography or venography (mungrup only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. The stick location was the mid common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The device was not available to be returned for analysis. A product history record (phr) review of lot f1831301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. If a pseudoaneurysm is not detected in time and treated appropriately, it can result in death. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Based on the information provided of the event, it is not possible to determine the clinical relationship between the mynx control and the pseudoaneurysm reported. However, patient and procedural factors (user was in training) are possible. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the instructions for use, which is not intended as a mitigation, a pseudoaneurysm occurring during or after any extravascular closure device, such as the mynx device, is a well-known potential complication. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
After use of a 6-7f mynxcontrol for vascular closure, the patient had a pseudoaneurysm following deployment of the device. It was treated with thrombin injection. The patient's hospitalization was not extended and patient outcome was recovered. The device will not be returned. The device was used after a diagnostic coronary procedure. A 6f terumo pinnacle sheath was used in the procedure. The user's training status was "in-training." The vessel type was femoral arterial was the vessel size was 8mm. There were no multiple stick punctures and no multiple sheath exchanges.. The patient developed a pseudoaneurysm that night or next morning. Physician stated that everything seemed fine immediately after deployment. The femoral artery¿s suitability was verified on angiography or venography (mungrup only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. The stick location was the mid cfa. There was no presence of pvd / calcium in the vicinity of the puncture site.